Event description:
It was reported that the shock impedance was 130 ohms, which is high but within normal limits. It was approximately 90 ohms at an electrode replacement procedure in (B)(6) of 2025. The doctor elected to take some x-rays. It was confirmed that the pulse generator had migrated and rotated some. The electrode may have moved as well. Technical services recommended some testing options. There were no known adverse patient effects. The system remains implanted.